Event description:
This customer reported that 12-lead ecgs had been done on a tc30 cardiograph that was in the simulation mode. There was no report of any negative pt impact.

Manufacturer narrative:
(B)(4). This customer reported that 12-lead ecgs had been done on a tc30 cardiograph that was in the simulation mode. There was no report of any negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.